Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of the low battery alarm was determined to be a depleted battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a low battery alarm. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.